Manufacturer narrative:
H.6. Investigation summary: samples were inadvertently misplaced, therefore investigation was performed with no samples or photos available. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. However, twenty retention samples were evalated for leakage, defects on molding,and deformation in the barrel, no defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter. "Leaking syringe. No sample".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "leaking syringe. No sample."